Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, the patient experienced a loss of connection between smart device and transmitter. Dexcom representative advised the patient's father to uninstall and reinstall the application, then reset the smart device and use the receiver along with the smart device for a few days to see if the issue occurs on both devices. No additional patient or event information is available.